Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the homechoice (hc) machine. The home patient (hp) was connected at the time of the event. The care giver (cg) was not sure if the patient line was primed properly. The technical service representative (tsr) had the cg cycle power to end therapy and advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the caregiver was not sure if the patient line was primed completely, insufficient information was provided to confirm the problem. Should additional relevant information become available, a follow-up report will be submitted.